Event description:
It was reported that during a lap assisted distal gastrectomy procedure, the device and handpice assembly could not be made tight. An error occurred continously. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/27/2009the analysis results found that the device was returned with the tissue pad missing. The device was tested on a generator and found to be functional, no error code was noted while testing. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue.